Event description:
On 10/20/98, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: plaintiff suffered from urticaria, hives, allergic rhinitis, itchy and watery eyes, and dyspnea. Plaintiff was diagnosed as suffering from type-1 latex allergy.